Manufacturer narrative:
No sample or photos were provided for evaluation. The nonconformance database was reviewed, no contributing nonconformances were found. The reporter did not provide a lot number, therefore the site is unable to perform a device history record review to determine if anything happened during the lot manufacture. Provided the limited information (no lot and no samples), it's difficult to further evaluate and identify a root cause. There is no trend for this issue and no other complaints where the tape has unattached. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803 and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in this complaint was not available for evaluation. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.

Event description:
The defective drape had adhesive that did not stick. Water seeped through the drapes onto the patient and over the surgical field. The patient was undergoing an arthroscopy procedure at time of occurrence.